Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during manipulation to the start of the treatment, it was necessary to do a flushing with a solution in the catheter pathways, which broke the extension tube during the maneuver. The catheter was not repaired and there was no leak. Tego was not utilized and there was no luer adapter issue. Replacement of catheter was done as medical or surgical intervention to prevent permanent impairment. Povidine iodine was used as the cleaning agent for the device and for cleaning the insertion site prior to product placement. The treatment was proceeded and completed after catheter replacement. There was no medical intervention done to the patient. It was also stated that the event did not lead to or extend patient hospitalization. There was no reported patient injury.

Manufacturer narrative:
H6 h3 evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. The visual inspection of the returned photos noted: the first image depicts a syringe inserted into the blue luer adapter. The extension tube has been severed at an angle, only a small piece remains. The second image depicts a syringe inserted into the red luer adapter side of the catheter. There is fluid in the extension tube. The catheter is inserted into a patient. The extension tube at the blue lumen side is severed near the clamp. Without the physical device functional evaluation is not possible. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.